Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 3.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, the device came into contact with the tip of the guide extension catheter, and the stent strut was damaged. The procedure was completed with a different device. No patient complications nor injuries were reported.